Event description:
The customer reported to beckman coulter (bec) hotline support that they observed liquid dripping under the reagent compartment of their unicel dxc 600i synchron access clinical system onto the floor. There was no change or effect to patient treatment in connection with this event. No erroneous patient results were generated. The operator wore a lab coat and gloves while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash valve had failed, resulting in a leak. The fse replaced the collar wash valve to resolve the leak. (B)(4).